Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds and possible failure to capture the left ventricle. While trouble shooting with the patient, it was identified that the lead was capturing with good pacing threshold but with long latency. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.